Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage was noted. The 85% stenosed target lesion was located in the mid right coronary artery. During preparation of this 4.00x20mm promus element stent delivery system, the technician found that a strut was out of the stent. No patient contact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage was noted. The 85% stenosed target lesion was located in the mid right coronary artery. During preparation of this 4.00x20mm promus element stent delivery system, the technician found that a strut was out of the stent. No patient contact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the examination of the returned device revealed distal stent damage. Struts on the first row on the distal end of the stent were misaligned and pushed back proximally. The examination also identified a kink on the hypotube 73mm distal to the strain relief. The balloon and tip sections of the device were examined and no issues were noted with there profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).